Manufacturer narrative:
Product ID 977a260 lot# (B)(4) implanted: (B)(6)2018 explanted: product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6)2018 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID 977a260,(B)(4), ubd: 01/12/2022, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that right lead migrated downward on electrode length since implant was the cause of the shocking/jolting. Actions taken to resolve the shocking/jolting was to reprogram the device and the outcome was reported to be resolved/recovered. No further complications were reported as a result of this event.

Manufacturer narrative:
Note: it has been determined that the events in this report are related to the event in reg report 3004209178-2018-04609. All future updates will be sent in that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that patient felt the sensation of paresthesia and it was uncomfortable, shocking or jolting, since their last follow up visit. Actions taken and outcome were not reported. No further complications were reported or anticipated.